Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement. Additional information was received and indicated that subclavian crush was suspected. The lead was tested with the pacing system analyzer (psa) and had the same out-of-range measurement. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.